Event description:
It was reported that the procedure was to treat a mildly calcified, highly stenosed lesion in the right superficial femoral artery (sfa). A 7x30mm absolute pro vascular self-expanding stent system (sess) was being deployed when the stent jumped and was only partially implanted in the target lesion. A 7x2cm absolute pro sess was then deployed to fully cover the lesion and complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that as the stent was being deployed interaction with the mildly calcified and highly stenosed anatomy contributed to the reported malposition of device (stent jumped and was only partially implanted in the target lesion) however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.